Event description:
In 2014 I had allergan silicone implant surgery in (B)(6). I live in (B)(6) but traveled to (B)(6) for surgery. I spent huge amount because after the birth of my 2nd daughter I was basically flat chested and my husband wanted me to be happy. Now less then 4 years after it's ruptured, I was told they have a 10 year warranty. My husband is in financial trouble and I can't make my family suffer because of me. After continuous emails from my side, the only reply I received from allergan representative is that they are still waiting for a reply from their office in (B)(6) regarding what warranty or if any is applicable. While I'm getting worse each passing day and I don't know how much damage has already been done since the rupture in (B)(6). I just want them out of my body. I am helpless as I live in (B)(6) and have 2 little girls depending on me. My family is under immense pressure, my husband already did so much, how do I tell him that I got duped and I am in agony now. Please, if someone can help me then I would be really grateful. I feel I am living a nightmare. My body hurts bad, but I am hiding the severity from my family and doing my duty as a mom for their sake. I have the MRI reports and the boxes of implants, the surgeon who did the surgery in (B)(6) tried to mediate too, but the company doesn't see how much trauma their inaction is causing me mentally and physically. If anyone can, please help then you can email me on (B)(6). I don't know how much more pain my body can endure. Please help.